Event description:
The following has been reported: neonatal intensive care unit, around 4pm. The syringe pump was correctly programmed for a 60 ml bd plastipak syringe -> ok. Flow rate programmed at 5.7 ml/h on a 34 ml syringe, so end of infusion in 6 hours. But, the syringe pump indicated end in 7 hours, which is inaccurate. Immediate stop of the pump and change of pump. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.